Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during procedure, the carrier failed to retract. The procedure was completed with another capio¿ slim device. There were no complications reported as a result of this event.

Manufacturer narrative:
Analysis of the returned device revealed that the device did not present any visual failure and it worked as intended. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during procedure, the carrier failed to retract. The procedure was completed with another capio slim device. There were no complications reported as a result of this event.